Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had clack at 12mm from the distal end. There was scratch around the clack point. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was damaged when the user activated output while contacting with metal or something hard object. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
During a laparoscopic hepatic lateral segmentectomy, the subject device was used. In the procedure, the probe damage error occured. The coating of the probe was partially missing. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the missing of the probe coating.